Manufacturer narrative:
The report of dislocation was confirmed by clinical consultant however, cause could not be established due to insufficient information received. Need additional information; primary and revision operative reports, clinical and past medical history and additional serial dated x-rays. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 3 other similar events for the lot referenced, however this was for multiple dislocations resulting in closed reductions for the same patient. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
4th dislocation of patients hip.

Manufacturer narrative:
Correction: update to device information the following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 69048803 acetabular dome hole plug; cat# 2060-0000-1; lot# hv5802 restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 70155501 exeter 2.5 I m plug 12mm; cat# 09390112; lot# l8261 exeter v40 stem 37.5mm no 0; cat# 0580-1-352; lot# g7519393 modular dual mobility insert; cat# 626-00-42e; lot# 70009304 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding disassociation of the femoral head from the adm liner requiring a closed reduction involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: product inspection was not performed as the devices remain implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: received x-ray image dated 2019 confirms dislocated hip , need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 4 other similar events for the reported lot. Pr's (B)(4) are for the same patient for hip dislocation. Pr (B)(4) is for the same patient for hip dislocation whereby revision surgery took place. Conclusion: this event is relation to the fourth hip dislocation. Medical records provided do not confirm the reported third hip dislocation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available to indicate further evaluation is warranted, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
4th dislocation of patients hip.